Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation it was noted that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. There were no programming changes made and the patient continued to be monitored. The patient was stable throughout.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation it was noted that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. The patient was stable throughout.

Event description:
New information received indicated that the reoccurrence of the noise oversensing that caused inappropriate mode switch. Programming changes were made. The patient was stable throughout.